Event description:
The reproter stated the the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2006. On 01/25/2006 due to excessive vault, narrowing of the angle and shallowing of the anterior chamber the lens was removed. The lens was exchanged for a shorter length icl.